Manufacturer narrative:
Device evaluation: misalignment was evident to the 1st distal stent wrap with struts slightly raised. Deformation was evident to the distal tip. A kink was evident on the distal shaft approx. 2.7cm proximal to the distal tip. A short longitudinal tear was visible on both the inner and outer shaft approx. 5.1cm proximal to the distal tip. The outer distal shaft material was jagged, uneven and protruding outwards at the tear site. After 24 hours in the waterbath the device was unable to inflate. The distal shaft was cut immediately distal to the guidewire entry port in order to aid inflation. The device failed negative prep. Upon pressurisation of the device liquid was observed exiting from the tear site on the distal shaft. The inner shaft was removed and the tear site inspected. The inner shaft material at the tear site was jagged, uneven and protruding outwards. Bunching was evident on the inner lumen. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician use a resolute onyx drug eluting stent. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected, with no issues found. Negative prep was not performed. It was reported that during stent deployment a balloon leak occurred. The leak happened before any pressure was applied. The physician just took air to indaflator and noted blood in the inflation device. The stent was not positioned when the doctor discovered the leak .the stent was pulled back and deformation of the balloon was observed. It was noted that there was damage to the tip of the balloon. The device did not pass through a previously-deployed stent, no resistance was encountered when advancing the device and no excessive force was used during delivery. The same sized device was used to complete the procedure. The physician commented that the leak in the balloon may have been present in the balloon before the procedure.